Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections to the monitors and to the memory were tightened and the c-arm connector was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display images. No patient injury was reported.